Event description:
It was reported that the device entered backup mode with no high voltage therapy available due to not reprogramming the device to magnetic resonance imaging (MRI) mode prior to MRI exposure. Abbott technical support was contacted, and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.